Event description:
A falsely elevated troponin I result was obtained. The result was reported to the physician who questioned the result. The sample was repeated on the same instrument twice. One result was still elevated, the other result was negative. The sample was also run on an alternate instrument and the result was negative. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
The probable cause for the falsely elevated troponin I result was inadequate washing by the hm wash pump cassettes as the maintenance was overdue. A siemens representative instructed the customer to change the hm wash pump cassettes. The instrument is now performing within specifications. No further evaluation of the device is required.